Event description:
It was reported that the customer's blood glucose level was high all day. His blood glucose level increased from 83 mg/dl to 413 mg/dl. The customer treated his high blood glucose level with the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).